Event description:
There are no implant fragments in the patient's jaw. Fragment was disposed of in practice. Implant fracture reported.

Event description:
There are no implant fragments in the patient's jaw. Fragment was disposed of in practice. Implant fracture reported.